Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the surgeon was not able to insert the locking nail cap. A different nail cap was used to complete the procedure.